Event description:
"No stimulation sensation" was reported even though stimulation was turned "on". It was noted that ins was restored with 2 physician mode recharge(s). An impedance reading of greater than 3600 ohms was noted. Pt was in overdischarge for a year. The pt's outcome was undetermined at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).